Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not working. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A philips authorized service provider (asp) went onsite to assess and evaluate the v60 device. The philips asp powered on the unit with no errors. The philips asp then placed the unit into service mode, viewed the log, and confirmed that there were no signs or events of touchscreen issues. The philips asp then changed multiple settings in ventilator mode using the touchscreen and verified no apparent issues. The touchscreen was then calibrated and confirmed to be functioning properly. The philips asp confirmed no fault found. The device passed the required performance verification tests per philips standards and was returned to service.